Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding an external device to an implantable pump infusing an unknown drug.the caller reported that the patient was in the hospital for an abscess extraction, the patient came into the hospital on (B)(6) 2025 for a fall and was transferred to another hospital on (B)(6) 2025.the patient had boluses she could administer to herself but her ptm said she was out. The caller requested a device representative to assist with interrogation.